Event description:
This report is based on information provided by authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device indicating the problem with the pca (printed circuit assembly). The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter first name: (B)(6), reporter last name: (B)(6), reporting address line 1: (B)(6), reporter city: (B)(6), reporting address state: (B)(6), reporting address postal: (B)(6), reporting institution phone: (B)(6), reporter phone: (B)(6).

Manufacturer narrative:
This second emdr follow up is to correct the become aware date field to jan. 17, 2024.

Manufacturer narrative:
This emdr follow up is to correct the become aware date of the initial emdr(MFR report number#3030677-2024-00294) to jan. 17, 2024.